Event description:
It was reported that eleven months and seven days post port placement, the catheter was allegedly found fractured. It was further reported that the catheter fragment allegedly migrated to the pulmonary artery. Reportedly, the subcutaneous portion of the damaged catheter fragment was removed by performing surgical extraction as outpatient procedure. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 05/2022).

Event description:
It was reported that eleven months and seven days post port placement, the catheter was allegedly found fractured. It was further reported that, the catheter fragments allegedly migrated to the pulmonary artery. Reportedly, the subcutaneous portion of the damaged catheter fragments were removed by performing surgical extraction as outpatient procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and material separation issue as a complete diagonal break was noted at the distal end of the attached catheter and the edges of the complete diagonal break were noted to be jagged. However the investigation is inconclusive for the reported migration issue as the exact circumstances at the time of the reported event was unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 05/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.